Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified a misaligned sample probe. The fse replaced the probe and wash collar and performed all cartridge chemistry sample probe alignments. Identified failure mode: the cause of the high triglyceride results was carryover caused by the misaligned sample probe. The sample probe and wash collar are involved in pipetting samples for all cartridge chemistries, and failures of these parts can affect critical chemistries.

Event description:
The customer reported erroneous high triglyceride test results were obtained when using the unicel dxc 800 synchron system. The results were lower when retested on another dxc in the laboratory. The erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.